Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the electrode belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the constant messages and incoming test failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the receptacle while an electrode belt was attached. No adverse events occurred as a result of the defective monitor.

Event description:
09/30/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's monitor displayed a service code 204 (belt/monitor unusable).